Manufacturer narrative:
The catalog number chosen is representative for all events. Analysis by the data provided by the user together with analysis of the production records and trend analysis did not determine any discrepancies with the product involved. Therefore no remedial action is necessary as no product related issue was determined. The non-integration / loss of osseointegration / removal / fracture are known inherent risks of the treatment with dental implants. The manufacturers trend analysis confirms that the reported failure rates associated with its dental implants is below the expected failure rates for this treatment as published in the scientific literature.[(B)(4)].

Event description:
This report summarizes 17804 reported events. This includes: patient problem codes: 464 x (B)(4); 554 x (B)(4); 1143 x (B)(4); 254 x (B)(4); 272 x (B)(4); 3338 x (B)(4); 1502 x (B)(4); 3889 x (B)(4); 265 x (B)(4); 1380 x (B)(4); 14055 x (B)(4); 92 x 2277 (B)(4); 1 x 2331 (B)(4); 74 x 2415 (B)(4). Device problem codes: 272 x (B)(4); 167 x (B)(4); 104 x (B)(4); 11686 x (B)(4); 4181 x (B)(4); 1010 x (B)(4); 104 x (B)(4). Age range: 14 to 99. Gender breakdown: female: 7156. Male: 7998. Remaining asked but unknown. These adverse events cover recognized complications of treatment with endosseous implants such as the loss of or failure to osseointegrate, removal or fracture of endosseous implants.